Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 74 was a single occurrence and could not be reproduced during in-house testing. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being tested before patient use, it displayed a system fault (sf 74) indicating a software task error occurred. The device was not in use when the fault occurred; therefore, there was no patient involvement.